Manufacturer narrative:
The reported glidescope bflex 2 slim 3.8 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned bronchoscope and was able to confirm the reported damage and image issue. When connected to known, good, test verathon equipment, the device presented a blurry image and was unable to distinguish the individual lines of the image quality test pattern. Furthermore, the flex tube was kinked in five different places. However, the light-emitting diode still illuminated, and the flex articulation functioned as normal. The glidescope bflex 2 slim 3.8 single-use bronchoscope failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the bronchoscope was scrapped due to being a single-use device and there being no repairs available. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 2 slim 3.8 single-use bronchoscope, the scope was inserted into an unknown 37 french double lumen tube (dlt) and kinked halfway down the insertion tube. As a result, a loss of image occurred. The customer reported that silicone spray was used at one point; however, the physician felt a kink when inserting the bronchoscope in the dlt on the fourth attempt. The bronchoscope did not get stuck inside the dlt when it kinked and a replacement dlt was not required. The procedure was completed using a different bronchoscope which was made available in an unspecified time. No delay in the procedure or harm to the patient was reported.